Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, inadequate capture and high pacing impedance were noted on the right ventricular (rv) lead. X-ray imaging was performed, however, no lead anomalies were observed. No further intervention was performed at this time. The patient was stable and will continue to be monitored.